Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using the customer's batteries. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. No product performance issues were identified related to spo2 and pulse rate measurements. The unit does not have the spco parameter enabled and it is incapable of showing spco measurements. The customer complaint was not duplicated as the device was determined to be fully functional.

Event description:
The customer reported the device has low spo2 and spco readings compared to other rad-57 devices. No patient impact or consequences were reported.